Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred on (B)(6) 2022 for transmitter with serial number 8sr145. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. However, transmitter with serial number 8kda4k was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and confirmed because a pairing failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined post investigation.